Event description:
The customer reported that the device unexpectedly shutdown.

Manufacturer narrative:
The customer reported that the device unexpectedly shutdown. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.